Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the machine was not communicating with the website. The customer stated that this malfunction occurred while dispensing the medication and they had to access the medications from pharmacy that caused a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-dec-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was offline for more than 90 days. A technical support specialist (tss) found that the device had a network connectivity problem, which was resolved by reseating the cable, and a prolonged offline condition exceeding 90 days, during which communication was automatically disabled as per system design. A manual recovery was performed to restore communication with the server, after which device was verified to be online, communicating properly, and fully up to date. The system functioned as intended after the technical support specialist troubleshot the device.